Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found containing insufficient additive during use. The following has been provided by the initial reporter: it was reported during pas tech call that the samples in the edta tubes are clotted. I received a call stating that the tubes are not clotting. Site is performing a study to simulate syringe draws and the effect that having blood sit in the syringe will have on cbc results. They are collecting in the discard tube and then at timed intervals are adding blood from the discard tube into an edta tube. They have noticed that the blood is not clotting in the discard tube. Informed them that the blood will not clot in this tube as there is no clot activator-which is needed in a plastic tube for the blood to clot. They are noticing that they will receive blood from nurse draws in edta tube that will have clots in them. Discussed that clots in edta tube could be caused by improper mixing upon drawing as in the bd edta tubes the edta is spray coated on the interior walls and tubes need to be mixed 8-10 times upon draw to mix edta with the blood.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found containing insufficient additive during use. The following has been provided by the initial reporter: it was reported during pas tech call that the samples in the edta tubes are clotted. I received a call stating that the tubes are not clotting. Site is performing a study to simulate syringe draws and the effect that having blood sit in the syringe will have on cbc results. They are collecting in the discard tube and then at timed intervals are adding blood from the discard tube into an edta tube. They have noticed that the blood is not clotting in the discard tube. Informed them that the blood will not clot in this tube as there is no clot activator-which is needed in a plastic tube for the blood to clot. They are noticing that they will receive blood from nurse draws in edta tube that will have clots in them. Discussed that clots in edta tube could be caused by improper mixing upon drawing as in the bd edta tubes the edta is spray coated on the interior walls and tubes need to be mixed 8-10 times upon draw to mix edta with the blood.